Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer installed the camera on arm 2, and they encountered an error message stating to ¿check for obstructions, insertion axis not free to move¿. The customer had reseated the sterile adapter and checked the drape, but the arm turned yellow. The customer could manually insert the scope, but it did not go back up. The technical support engineer (tse) viewed system event logs and found no related entries. The tse asked the customer to try and slightly pull down the drape while trying to insert to ensure it does not get caught, but the issue remained. The site then chose to re-drape the arm. The tse advised the customer to inspect the insertion axis for any obstructions; but issue returned. Site then elected to bring in another patient side cart (psc). After undraping, the site noticed a screw was loose on arm 2. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the issue and identified several loose screws on the insertion axis bracket which caused the bracket to flex when insertion axis was moved. Fse replaced the universal surgical manipulator (usm) 2 and the issue was resolved. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was confirmed and replicated. The unit was tested on an in-house system and passed normal mode. During the visual inspection, damage on the insertion rail was observed and the top screws of the rail were loose. The unit went through more testing on fixture test platform (pftp) and passed all tests performed. The insertion rail will be replaced as a fix to the reported problem. A log review confirmed the procedure date of(B)(6) 2022 on system sk3187. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to non-functional insertion axis of arm 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.